Event description:
This report is being filed upon notification from our mr manufacturer of an incident that occurred in a foreign country. During mr examinations, there were 3 separate occurrences of longish burns that were produced in the area of the left forearm. The cable trap/interface box became hot. The examinations were in 2006, one month later, and six days following. These burns were of first and second degree.

Manufacturer narrative:
Depending on the actual positioning of the components (rf coils and leads) with respect to the patient and also depending on the patient's condition and physique (skinny, fatty,...) The rf components may form an unwanted resonant loop, which then can absorb more rf energy than intended. This may result in a too high temperature of the component or too high electrical currents in the component sometimes even including the patient's body and therefore sometimes results in a hazardous situation. There are warnings in the instructions for use and in an addendum to the instructions for use. Following these instructions decrease the chance of unwanted rf interaction for the cable trap.